Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the keypad was torn and the buttons were intermittently responsive. In a subsequent call, patient reported that keypad was torn over the ¿up¿ and ¿down¿ buttons, and all the buttons were responding intermittently. Patient acknowledged that there was no trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.